Event description:
It was reported the customer received a no delivery alarm. The customer stated the alarm was resolved after changing their infusion set. Customer also reported experiencing fluctuating high blood glucose. Blood glucose at the time of the call was 96 mg/dl. The customer stated they did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump passed all functional testing. It was also found the customer's time and date were incorrect due to day light savings. The customer was advised the incorrect time and date could cause no delivery alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).